Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion occurred post procedure. During a left atrial appendage closure (laac) procedure was performed, a versacross connect laac was selected for use. A 20mm watchman flx pro closure device was implanted. Approximately four hours post-procedure, the patient was complaining of chest pain and was slightly hypotensive. A transthoracic echocardiography (tte) imaging was performed, revealing a moderate pericardial effusion. The patient was noted to have some baseline effusion during the closure device implant, but the physician felt it was larger than before. The patient returned to the catheterization laboratory for pericardiocentesis, and 275cc of dull colored fluid were removed from the patient pericardium and a drain was left in place. A transesophageal echocardiography (tee) was then performed, and the closure device appeared unchanged from the time of implant. The patient was returned to the post-anesthesia care unit (pacu) for observation. The patient is expected to fully recover and they were discharged from the hospital on (B)(6) 2026.